Manufacturer narrative:
The medical center in (B)(6) discarded the impella product at explant. There will be no analysis or hemolysis testing done. Should more information be shared that leads to a root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
A patient was admitted suffering from an acute myocardial infarction and cardiogenic shock in (B)(6). The team placed ECMO and impella cp support for her hemodynamic and respiratory needs. The patient suffered from a blood loss a the impella access site that prompted surgical intervention in the form of vessel suture. The impella repositioning sheath was also observed to be torn, per the medical team in japan. The team believed hemolysis to be occurring during the impella support. The hemolysis was diagnosed by the color change in the patient's urine output and need for dialysis. After 11 days of support the impella was weaned and explanted.